Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted for infection. It was reported that the patient experienced bacteremia and cultures were taken. No further patient complications have been reported as a result of this event.